Manufacturer narrative:
(B)(4). Report source: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip on this complaint handle was fractured, and the fractured piece of handle remained in the stem. The surgeon decided to finish the surgery without removing the fractured piece of handle from the patient's body. No additional information was available at the time of this report.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the 1st thread tip to be fractured. The 2nd and 3rd threads has been smashed. Scratching and discoloration are present on the shaft and strike plate. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.